Event description:
A report was received that the patient was having pain at the ipg site and the stimulation was affecting his bladder. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was having pain at the ipg site and the stimulation was affecting his bladder. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was having pain at the ipg site and the stimulation was affecting his bladder. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead was replaced and did well postoperatively. Neither malfunction nor lead fracture was suspected. The physician also did not make a comment with regard to the bladder stimulation. No pocket pain was discussed on follow-up visit. The patient also had not reported any bladder problems or issues. The explanted device was not returned to bsn as it was discarded by the medical facility.